Manufacturer narrative:
Result: the complaint for ¿ineffective stimulation¿ was not confirmed. As received, the lead passed functional testing (continuity testing and resistance measurement); therefore, analysis resulted in normal device characteristics. Additionally, the complaint for ¿lead migration¿ could not be confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X rays revealed the lead had migrated. As a result, the patient underwent surgical intervention where the lead was explanted and replaced. Reportedly, the patient has effective therapy postoperatively.